Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: due to the patient¿s concern with the product.

Event description:
Patient reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Patient additionally reported ¿suffering from pain in her left underarms constantly and has lumps in her right armpits right next to her implants for 2 years." Patient additionally reported "joint pain" this event is not related to the device. Device remains implanted.